Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one of the ball plungers fell out of the trial during surgery. It was picked up and removed from the wound. After the procedure was completed, an x-ray was taken, and a second ball plunger was seen within the wound. The wound was reopened so the ball plunger could be removed. No further consequences to the patient were reported.

Manufacturer narrative:
The device was not returned for evaluation. A photo of one of the device's subcomponents was provided and used for the evaluation. The photo showed that one of the spring plungers dissociated from the device. The root cause cannot be conclusively determined since the full device was not available for evaluation. However, it is possible that vibrations from malleting the trial into the disc space contributed to this event. The manufacturing records cannot be reviewed since the lot number is unknown.